Manufacturer narrative:
Pump received rf pic failed selftest alarm during self test due to faulty y1.

Event description:
The customer reported via phone call that the insulin pump had multiple rf pic failed self-test alarm. The customer¿s blood glucose 107 mg/dl. Troubleshooting was performed. Customer reports they were able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.